Event description:
Customer reports that batteries are depleted before one week. Customer's blood glucose was unknown. After troubleshooting, customer was advised that battery cap would be sent. After receiving battery cap, customer reports to still have the same issues. Insulin pump would be replaced. No further information provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.